Event description:
Sentus lead was initial reported on (B)(6) 2022 with incorrect sn (B)(4). Correct sentus sn is (B)(4). High lv impedance reading (above 3000 ohms) (cause unknown). During lead replacement the lead was found to be damaged. The lv lead was extracted and a new lv lead was implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis showed that the conductor coil was found fractured 36 cm distal to the is4 connector pin, which is assumed to be the root cause of the reported high impedance. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.